Event description:
On (B)(6), 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. On (B)(6), 2023, the patient was seen in the outpatient pd clinic. The patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic protocol) on an outpatient basis. Per the nurse, the patient recovered from the event and is continuing treatment with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique (during the pd exchange).